Manufacturer narrative:
The investigation has been completed. The console ((B)(6)) was sent back for further investigation. Console was powered on via battery power without issue. Battery switch was disengaged and console was powered via ac without issue, triggering a battery failure as expected. While powered via ac, the battery switch was engaged and the battery failure cleared. There was no issue found with battery operation. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a battery failure red alarm. No patient was involved.